Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina, myocardial infarction and restenosis are listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional rx vision, referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2012, the patient presented with a myocardial infarction (mi) with 95% stenosed left anterior descending artery (lad) and two multi-link vision stents were implanted in a lad. Approximately five months later, on (B)(6) 2012, the patient experienced chest pains and was diagnosed with another mi. An angiogram was done with findings of 99% re-stenosis in both of the vision stents implanted in the lad. A coronary artery bypass was done of the lad and the symptoms resolved. There was no additional information provided.